Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent pelvic fusion surgery due to spinal injury. Intra-op, screwdriver was broken. No fragment of the instrument remaining in the patient. No patient complications were reported during this event.

Manufacturer narrative:
Product analysis result: visual and optical examination identified that the tip of the screwdriver has been sheared off and the threads are damaged. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.